Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately tortuous and non-calcified left anterior descending artery. A 12mm x 3.50mm nc quantum apex balloon catheter was used to dilate the lesion in a kissing balloon technique alongside a maverick2 catheter balloon. After the first inflation, the distal part of the catheter broke while pulling back the nc quantum apex into the guiding catheter in the left main. The tip of the catheter had to be retrieved with a lasso. No patient consequences were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).